Manufacturer narrative:
A device history review was conducted. The report indicates that there were no issues during the manufacture that would contribute to this complaint condition.subject device has been received and is currently in the evaluation process.device was used for treatment, not diagnosis.if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported during surgery for l5/s1 ¿ posterior lumbar inter-body fusion the matrix head was clicked on to the matrix bone screw insitu using the head positioning tool . The surgeon was aware immediately after that the head was loose and a fragment of the matrix head was missing. Both the head and missing inner collet of the screw head were retrieved and a new head was placed on with no concerns. There appeared to be nothing broken on the positioning tool used to place the head. The event resulted in a 1 minute delay in surgery, no patient harm was reported this is report 1 of 1 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. The investigation could not be completed; no conclusion could be drawn, as no product was received. A review of the device history records has been requested. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
A manufacturing evaluation was conducted. The report indicates that the collet spherical internal and external diameters cannot be measured in manufactured split condition and raw material cannot be measured in assembled state, complaint is confirmed that a tab is broken from the collet, but unconfirmed from a manufacturing perspective. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.